Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The reported event could have occurred due to physically strong impact resulting in damage of the rear panel fan. As a result, the power supply unit was failed.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
An olympus engineer inspected the device at a branch office and found that the device could not turn on and fan motor did not work. The power supply unit and fans were defective. There was no report of patient injury associated with this event.